Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. The customer observed a crack in the cartridge in use at the time of the alarm. A cartridge change was performed resolving the alarm. Customer's blood glucose level was 151 mg/dl.